Event description:
It was reported that the t1 and t2 was deploy together. All ts were removed from the patient and used a back up unit to finished the procedure.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is used. The complaint stated: "it was reported that the t1 and t2 was deploy together." T1 was not returned. The suture was broken where t1 would be located. T2 and suture were returned but separated from the needle. The delivery needle has been toward the left. The delivery curve has been kinked upward. These symptoms are consistent with difficulty reaching intended anchoring location. Under warnings the IFU states "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." The device no longer cycled and actuated properly due to the disfigured needle. No root cause related to the manufacture of the device was confirmed.